Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: "customer reporting precipitate in staining reagent causing aberrant reporting of gram stains. Bottle gram crystal violet 212525 lot 9177361."

Manufacturer narrative:
H.6. Investigation summary no return sample was received. The retention sample from the complaint batch was evaluated along with a control batch. Staining was completed per instructions in the product insert. Slides of e. Coli and s. Aureus were evaluated and gave satisfactory staining results with the retention and control. For the e. Coli slides ten fields were examined on each of ten slides under oil immersion. There was a minimal amount of artifact present on these slides and all testing was satisfactory. The batch history record was reviewed and no discrepancies were found. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. While there have been numerous confirmed complaints for artifact across several batches of crystal violet there have been no other complaints received on this specific batch. Based on satisfactory retention sample testing complaint cannot be confirmed for this batch.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: "customer reporting precipitate in staining reagent causing aberrant reporting of gram stains. Bottle gram crystal violet 212525 lot 9177361. "